Manufacturer narrative:
Additional information provided from mw5088041: a.1, a.2, a.3, a.4, b.5, e.4, g.3

Event description:
The patient had been admitted for facial cellulitis and was receiving IV antibiotics. There was no patient harm. Received a copy of a medwatch which states,: "tubing set up with pump, and infusing the nurse heard the pump alarming due to occlusion she then attempted to flush the line with resistance she then opened the pump door and found a bubble had formed at the top of the tubing segment that fits behind the pump FDA saftey report ID# (B) (4)".

Event description:
It was reported that the device was alarming for an occlusion when a nurse then flushed the line with a saline syringe. When pump module door was later opened the pump segment of the tubing was noted to be ballooned. The patient had been admitted for facial cellulitis and was receiving IV antibiotics. There was no patient harm. Received a copy of a medwatch which states,: "tubing set up with pump, and infusing the nurse heard the pump alarming due to occlusion she then attempted to flush the line with resistance she then opened the pump door and found a bubble had formed at the top of the tubing segment that fits behind the pump FDA saftey report ID# (B) (4)"

Manufacturer narrative:
The customer¿s report the tubing was noted to be ballooned was confirmed. Visual inspection of the set noted a minor balloon at the top of the silicone pump segment tubing near the upper fitment. There were no other anomalies observed. Functional and pressure testing resulted in the set priming successfully and no occlusions were observed. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. The customer¿s report that the device was alarming for an occlusion was not confirmed or replicated. The root cause of the customer¿s experience was not identified during functional testing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was alarming for an occlusion when a nurse then flushed the line with a saline syringe. When the pump module door was later opened, the pump segment of the tubing was noted to be ballooned.